Event description:
It was reported to boston scientific corporation that during a posterior pelvic floor repair procedure using a pinnacle posterior pfr kit, as the physician was passing the mesh leg through the sacrospinous ligament with the capio device, one to two centimeters of lead suture (with the needle at the end) detached from the mesh leg and was captured inside the capio cage. The physician removed the mesh device from the patient and used another pinnacle posterior pfr kit to complete the procedure, without complications to the patient, who is reportedly "well" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.